Event description:
It was reported that during an unknown procedure, after firing the trigger, the jaw couldn't be opened. Another like device was used to complete procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the pt's implantable neurostimulator (ins) was moved from the abdominal area to the right buttock on (B)(6)2009. Following that revision, the pt experienced "stabbing pain" in the abdomen, where the ins used to be. The pt also stated the presence of swelling at the back incision site, and stated that it felt "like something (was) running out." There was no fluid noted at the site. It was also stated that the pt's lead area became numb when it was rubbed. No further details, pt's symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4). The analysis results that one (B)(4) device was returned with no visual on-conformances and without reload present. In addition a cartridge pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. Event could not be confirmed as the device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.